Event description:
During service testing; an inaccurate channel (b) was discovered. According to the hospital representative there was no patient injury or medical intervention reported. No additional contacts or information was provided. Failed accuracy test due to underinfusion.